Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during the months of (B)(6) 2021 there were several incidents associated with the violet prolene 0 and vicryl 3-0 sutures, with reports from different physicians indicating that the needle is loosening from the thread (pull off). For the prolene 0 suture, about 10 surgical procedures were reported and for the violet 3-0 vicryl suture, about 5 procedures, the exact number is unknown.". The following files were created to capture ten affected surgical procedures involving prolene 0 sutures and five procedures involving vicryl 3-0: (B)(4). For each of the fifteen procedures, please provide the following information: event date ,procedure date ,procedure name , and quantity of product involved. Event description stating when each involved device had a pull off in the procedure. It was mentioned that "the doctors only had difficulties to find the needle, but in the end it was possible to remove it." How was the needle retrieved from the patient? Any adverse patient consequences and how were they managed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
Complaint received through voice mail on 20/oct/2021. After returning the call, it was possible to obtain the following details about the reported event: during the months of (B)(6) 2021 there were several incidents associated with the violet prolene 0 and vicryl 3-0 sutures, with reports from different physicians indicating that the needle is loosening from the thread (pull off). For the prolene 0 suture, about 10 surgical procedures were reported and for the violet 3-0 vicryl suture, about 5 procedures, the exact number is unknown. Vicryl 3-0 events are associated with 4 different surgeons but it is unclear how many complaints each reported. There were no adverse events associated with these events. The doctors only had difficulties to find the needle, but in the end it was possible to remove it. Since multiple events have been reported, intake loc team will open corresponding complaints to each of the events. This complaint captures the event 4 of 10 associated to the prolene 0 suture.